Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was sending an off no power alarm. The battery icon on the device indicated empty but they did not receive a low battery alert prior to the off not power alert. The customer replaced the batteries. The blood glucose was 175 mg/dl. Nothing further was reported.